Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had audible sound of the motor. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected motor noise anomaly noted during bolus delivery. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).